Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and performed to specification up to the (B)(6) 2014. The device failed a self-test due to a low battery on the (B)(6) 2014 and remained in fault mode until the (B)(6) 2014 when an increase in voltage suggests a further pad-pak was installed and the device passed a self-test. Multiple manual power ups some of 10 minutes duration were observed in the device memory between the (B)(6) 2015 and the last log entry on the (B)(6) 2016. Investigation found the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.